Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the clinic suspected premature battery depletion for the pacemaker and requested engineering review of the data stored within the device's memory. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate. A revision procedure would be performed, however has not yet been scheduled and the pacemaker remains in service. No adverse patient effects were reported. Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the clinic suspected premature battery depletion for the pacemaker and requested engineering review of the data stored within the device's memory. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate. A revision procedure would be performed, however has not yet been scheduled and the pacemaker remains in service. No adverse patient effects were reported. Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the clinic suspected premature battery depletion for the pacemaker and requested engineering review of the data stored within the device's memory. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate. A revision procedure would be performed, however has not yet been scheduled and the pacemaker remains in service. No adverse patient effects were reported.